Event description:
Device malfunction: none. Time of symptoms/ae: during and after the procedure. Symptoms/ae: artery ruptures, myocardial ischemic events, thrombotic events, in-stent restenosis. The following events were noted through a periodic article review. A retrospective analysis of pts undergoing common femoral artery (cfa) enterectomy with simultaneous iliac stenting/stent grafting was performed to determine the long-term outcomes of this approach. A total of symptomatic pts, with 193 limbs, were treated. In 39% of the cases, the external iliac artery (eia) was the only iliac segment treated and in 61% of the cases the eia and the common iliac artery (cia) were treated. On average, two devices were placed in a treated eia for eia/cia segment. Fifteen % of the cases were treated with an absolute stent. Reportedly, for all treated limbs perioperative complications included: 5 iliac ruptures during device deployment that were treated with a stent graft over the wire, 8 myocardial ischemic events, 1 pulmonary embolism and 4 thrombotic events requiring re-exploration (within 30 days of the procedure); 3 of these acute occlusions occurred in the early perioperative setting of which 2 were thrombectomized, the third one underwent femoral-femoral bypass and the fourth one was successfully thrombectomized with an open procedure. Additionally, post operative event included: 24 in-stent restenosis cases, where 7 were treated with angioplasty and the remaining 17 did not undergo reintervention; and 14 cases required restenting of the previously treated area. The medial length of the hospital stay was 2 days. The article does not correlate the adverse pt outcome to a specific device/MFR. No additional info was provided.

Manufacturer narrative:
This report involves cases noted in an article. No devices were available for analysis. The lot numbers were not identified; therefore, a device history record review could not be performed. Per the device instructions for use, "the absolute stent is intended for palliation of malignant strictures in the biliary tree". Attachment: article: richard j. Powell, md: et al: "long-term results of combined common femoral endarterectomy and iliac stenting/stent grafting for occlusive disease" j vasc surg 2008; 48:362-7 j.jvs.2008.03.042.